Manufacturer narrative:
On 4/13/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round high profile 420cc, serial number (B)(4), catalog number 3503420, lot number:6841924. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained clear gel. During evaluation the device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/18/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the left implant malpositioned and was not deflated. Patient underwent removal and replacement as follow: left replaced with catalog number 3503560, lot number 7536672, and serial number (B)(4), and right replaced with catalog number 3503560, lot number 7536672, serial number (B)(4) on (B)(6) 2018. This report is for the left implant (B)(4)